Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019 with coolsculpting to the bra roll/back fat and flanks using a cooladvantage applicator. Around on (B)(6) 2020 the bra roll/back fat and flanks developed firm rubbery tissue with visible enlargement. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the bra roll/back fat and flanks with paradoxical hyperplasia (ph).

Manufacturer narrative:
Additional, changed, and/or corrected data. This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019 with coolsculpting to the bra roll/back fat and flanks using a cooladvantage applicator. Around (B)(6) 2020 the bra roll/back fat and flanks developed firm rubbery tissue with visible enlargement. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the bra roll/back fat and flanks with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019 with coolsculpting to the bra roll/back fat and flanks using a cooladvantage applicator. Around (B)(6) 2020 the bra roll/back fat and flanks developed firm rubbery tissue with visible enlargement. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the bra roll/back fat and flanks with paradoxical hyperplasia (ph).